Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) as broken and the device did not enter the unknown sheath. The sealant sleeves were split. The sealant was exposed. Therefore, the product wasn¿t available and the procedure was completed with another unknown mynx device. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tcfa). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 5f non-cordis sheath was used. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection showed that buttons 1 and 2 were not depressed, and the stopcock was found in the open position with no syringe attached to the unit. The sealant was exposed on the distal end in its manufactured position due to frayed/split/torn conditions observed on the sealant sleeves. The sheath used with the unit was not returned for this evaluation, and no additional anomalies were observed during this analysis. A dimensional analysis of the slit length was not performed due to the conditions observed to the sealant sleeves. However, the working catheter length was measured to evaluate any dimensional issue related to the premature deployment. During this analysis, the measurement was within specification. Per functional analysis, an insertion/withdrawal test could not be performed due to the conditions observed to the sealant sleeves. However, a functional deployment evaluation was executed due to the reported premature exposure of the sealant. After obtaining the adequate tension indication, both buttons were depressed, achieving the deployment of the sealant and the retraction of the balloon, showing no traces of any malfunction related to possible deployment difficulty. Per microscopic analysis, a magnified visual analysis of the sealant outer sleeves was conducted. During this analysis, it was concluded that the sleeves presented frayed/split/torn conditions. Additionally, a prematurely exposed state of the sealant was observed. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were confirmed through analysis of the returned device since the sealant sleeves were frayed/split/torn and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) as broken and the device did not enter the unknown sheath. The sealant sleeves were split. The sealant was exposed. Therefore, the product wasn¿t available and the procedure was completed with another unknown mynx device. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tcfa). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 5f non-cordis sheath was used. The device will be returned for evaluation.